Manufacturer narrative:
Concomitant: product ID 8578, lot# n153155, implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8578, lot# n153155, implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type accessory. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml) at a dose rate of 443 mcg/day). The patient had a history of being paraplegic due to a motor vehicle accident 20 years ago. The patient had experienced increased spasticity since the beginning of may when the patient's pump was replaced. The patient had three 12% increases since the increase in spasticity began, none of which helped. The patient had not experienced any withdrawal symptoms, only the increased spasticity. A side port study had been conducted in early july that showed that the catheter could be "drained." The entire catheter was replaced on (B)(6) 2015. The patient was now getting some relief of spasticity but felt like the dose may need to be increased "a little." The issue was resolved, and the patient was alive without injury as of the date of this report. The patient's indication for pump use was intractable spasticity.